Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The cause of the por and unable to communicate with the external devices was not determined. The recharger had no problem getting 8 bars to connect and charge. The stim had no problem connecting. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that there was poor communication between the implantable neurostimulator (ins) and external devices. The patient was unable to establish communication with the programmer or recharger. It was noted that the patient¿s last successful recharge session was two weeks prior to the date of this report. The patient stated that they use low battery settings, so it would usually last long and be charged fully. The patient was to follow up with their healthcare provider (hcp) to check their ins and possibly restart the system. It was noted that the communication issue started a couple of days prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is spinal pain. Additional information was received from a manufacturing representative. It was reported that the patient was unable to charge. A trickle charge was performed for about 25min and then the device was charged to 25%. The representative was able to clear the power on reset (por) message and made a new program for the patient and all impedances were with in normal limits. No patient symptoms were reported. No further complications were reported as a result of this event.